Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Reportedly, the base of the cartridge had hairline cracks. Customer's blood glucose level was elevated; however the customer administered a manual injection. The customer indicated that the cartridge would be changed.